Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zlb00 26.0 diopter intraocular lens (iol), the patient's visual acuity was getting worse. The physician confirmed a -1.75 diopter deviation on (B)(6) 2016. Additionally, the physician plans for another cataract surgery for the other eye. Patient's visual acuity: (B)(6) 2016: 0.9(18/20), (B)(6) 2016: 0.8(16/20), (B)(6) 2016: 0.5(10/20). No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens remains implanted; therefore, a product investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the records was not possible as the serial number of the lens was not provided. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that the patient received a second implant on the other eye on (B)(6) 2016. Surgery was completed with no problem. The patient visual acuity is now better and is at 1.5d (diopter) (20/13). Age/date of birth: it was reported that the patient is around (B)(6) years old. Gender/sex: female. All pertinent information available to abbott medical optics has been submitted.